Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a gap in the adhesive area between z-block and distal end, and residual liquid in the distal end of the device. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed gap in adhesive between z-block and distal could not be determined, however, the issue was likely the result of stress due to repetitive use and or user handling. Additionally, the residual liquid observed at the distal end could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.